Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor was suspend. The customer¿s blood glucose level was 7.2 mmol/l and sensor glucose was 3 mmol/l at the time of incident. It was reported that the insulin delivery was suspended due to sensor glucose and blood glucose difference. The sensor glucose value that triggered the suspend on low was 3.8 mmol/l and low limit in sensor settings was 7.2 mmol/l. The customer was advised sensor may no longer be responding to glucose changes. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.